Manufacturer narrative:
(B) (4) (lens damaged, lens not loading correctly) - work order search. Results - (other): visual inspection of the returned product found a piece of one haptic torn off and missing. There was evidence of dark residue. A lens work order search was performed and no similar complaints were found within the work order. Conclusions - based on the complaint history, work order search and the evaluation of the returned product, a specific root cause of the event could not be determined. (B) (4).

Event description:
The reporter stated the surgeon was loading a 13.2mm micl 13.2 implantable collamer lens but the lens did not feel right, he felt the lens was not loading correctly. The surgeon felt there was something wrong with the lens, that the lens was possibly damaged and defective. There was no patient contact. The back-up lens was implanted.